Manufacturer narrative:
The device was not returned for evaluation, therefore the complaint could not be confirmed or root cause identified. Device history was reviewed and no issues were found related to the reported complaint. The facility was able to use the kit by switching out the reservoir without incident. (B)(4).

Event description:
The customer reported a tiny leak on the outlet of the venous reservoir. This facility is a speciality account and they are instructed to self zip tie all connections. It was during this process that the customer feels the zip tie was overtightened, which resulted in a crack in the plastic. The reservoir was replaced and the case completed without injury to patient.